Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 3 (indicating normal termination after 14 days) and there was no failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. Issue is not confirmed. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a replace sensor error message on the adc freestyle libre 2 sensor after 1 day of wear. The customer experienced symptoms of a seizure, loss of consciousness, went into a diabetic coma. The ambulance was called and the customer was treated with glucose gel and glucose injection for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.